Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty power supply could not be determined. Error e433 occurs when the effective value of the output signal falls below the specific limit, which normally indicates a low-impedance diode chain. A new generator has been introduced into production. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received about the event.

Event description:
The planned surgical procedure was a transurethral resection of the prostate with bipolar equipment. The procedure was not completed, it was necessary to provide another team to finish the surgery. The device was inspected before use and was found to be working correctly. The failure occurred 30 minutes after the surgery began.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, faulty power supply board noticed. It was reported that the faulty power supply board caused the reported issue. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the hf unit "esg-400" exhibited error e-433. The event occurred during and unknown procedure. It was reported that the device failed almost at the end of the procedure, and there was a delay in the procedure, but the client did not indicate how long, and the equipment was not replaced by another. After the device was restarted the procedure was concluded with the same equipment. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.